Manufacturer narrative:
Device received with intermittent button response due to flattened express act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. No unexpected missing segment/partial display anomalies noted. Device received with minor scratched lcd window, missing end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. No unexpected rainbow affect anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the display, rainbow effect making it hard to read and buttons would stick down on pressing them. No harm requiring medical intervention was reported. The device will not be returned for analysis.